Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the colonovideoscope displayed an e315 unsupported scope error message. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the information provided from the investigation, the reportable malfunction of error message e315 was confirmed. The most likely cause can be attributed to moisture or water invaded the scope causing the circuit board in the connector to be broken. However; a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.